Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
After placing the sheath and deploying the main body in the contralateral limb and ipsilateral limb. During a completion run, a small type 1 endoleak was noted and contrast late behind the graft by the aortic bifurcation. We used a coda balloon to balloon the sealing stent and the overlap zones in the iliacs. A second completion run was made and the sealing stent blush was better and the overlap zones on the iliacs still had contrast behind the stent in the aneurysm sac. Another round of ballooning was made to overlap all zones. The pig tail flush catheter was pulled into the main body and when the contrast run was completed we noted that the contrast was hosing into the aneurysm sac. A balloon was placed into both iliacs to see exactly where a leak is coming from and nothing immediate was noted.